Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they received open book image on the insulin pump screen. The insulin pump was not bumped or dropped. There were no other alarm displayed before critical pump error alarm. Troubleshooting of high blood glucose level was declined and treated with bolus. It was reported that the customer was in the small kids pool while wearing then the insulin pump and it started alarming. The customer reported that the insulin pump showed with red x image and the arrow pointing to the open book. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.